Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer; therefore no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Section d information references the main component of the system. Other relevant device is: product ID [enveor-n-us] serial/lot [(B)(4)] use by date [2019-06-13] UDI [(B)(4)]

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged a few millimeters out of annulus on the non-coronary cusp side as the nose-cone of the delivery catheter system (dcs) was removed from the ventricle. The dislodgement resulted in moderate to severe paravalvular leak (pvl), and required balloon aortic valvuloplasty (bav). During the bav, the valve fully dislodged out of the annulus. Subsequently, a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Dislodgement of the valve by the dcs nose-cone is related to operator technique or experience; the evolutr instructions for use, instructs the user to ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. If information is provided in the future, a supplemental report will be issued.